Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventive actions review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The reported patient effect of stenosis is listed in the xience prime and xience prime ll everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with percutaneous coronary and treatment procedures including coronary stent use in native coronary arteries. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, comparison of endothelial shear stress between ultrathin strut bioresorbable polymer drug-eluting stent vs durable-polymer drug-eluting stent post-stent implantation: an optical coherence tomography substudy from bioflow ii.

Event description:
It was reported through a research article, identifying the xience prime stent as follows: upon a nine-month follow-up study of multiple patients, the primary end point was in-stent, late lumen loss with patients that have stable, unstable coronary artery disease (cad), or silent ischemia. Details are listed in the attached article, titled comparison of endothelial shear stress between ultrathin strut bioresorbable polymer drug-eluting stent vs durable-polymer drug-eluting stent post-stent implantation: an optical coherence tomography substudy from bioflow ii. No additional information was provided.